Event description:
The patients developed chills, headache and muscle pain and were treated with antipyretics and antibiotics and were sent home after dialysis. No additional information has been provided. (Refer to MDR 9616240-2016-00002, MDR 9616240-2016-00003, MDR 9616240-2016-00005, MDR 9616240-2016-00006, MDR 9616240-2016-00007, MDR 9616240-2016-00008 and MDR 9616240-2016-00009).